Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared misaligned. There was one partially loaded staple in the device. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. The first staple was manually removed in an attempt to allow the staples to realign. Another attempt to fire was made and the second staple fired from the device unformed. One more attempt was made , and the next staple got stuck in the anvil and the staples became more severely misaligned. It appeared that the misalignment of the staples was preventing the staples from properly moving down the track and into the forming tool. The stapler was disassembled , and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, staples either did not release or did not properly form. One staple got stuck in the anvil and caused the staples to become more severely misaligned. The misalignment of the staples prevented staples from properly firing. The sample was disassembled , and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
It was reported that (B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73f1900327. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.